Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿extensive rupture¿, ¿pain¿, ¿heat¿, ¿extensive oedema throughout the left breast, extending into the subcutaneous fat at the medial aspect of the left breast as well as involving the pectoralis musculature¿, ¿venous congestion and skin oedema are also present within the left breast¿, and ¿inflammatory changes¿. The device remains implanted.